Manufacturer narrative:
The customer found the screw on the probe wipe was missing, causing the probe wipe to detach from the metal rail and to not extend completely. Prior to the fse's arrival, the customer replaced the screw to resolve the leak. The fse was not able to confirm the reported leak. The fse noticed the blood sampling valve (bsv) was not turning properly and replaced the bsv actuator to resolve the mismatched hgb and hct results. (B)(4).

Event description:
The customer reported an uncontained fluid leak of approximately one (1) ml from the probe wipe of coulter hmx hematology analyzer with autoloader. There was no report of injuries, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing gloves and laboratory coat when the leak occurred. While a beckman coulter (bec) field service engineer (fse) was onsite, the customer reported obtaining mismatched hemoglobin (hgb) and hematocrit (hct) results on patient samples. The results were not reported out of the laboratory.